Event description:
It was reported, the pump was explanted due to a critical alarm caused by motor stall. The pump was replaced and the product issue was resolved. The cause of the issue was not determined. There were no patient symptoms or complications associated with the event and the patient status at the time of the report was ¿alive- no injury.¿ the type of drug delivered by the pump was not documented and could not be obtained. The next day it was reported the motor stall did not recover. It was later reported the patient recovered without sequelae.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician found significant residue in the teeth of gear three and some of the teeth were corroded. Also, significant residue was found in the pinion and teeth of gear two. It was indicated that the stall was due to gear-pinion.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.